Manufacturer narrative:
Upon disassembly, it was found that a bearing was corroded and stuck in the spindle housing, and all bearings were corroded.

Event description:
The loaner core impaction drill was returned for service. During the service evaluation, the device overheated. There was no patient involvement, and there were no user injuries or adverse consequences.